Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2025 on a nasal sample. The consumer initially tested positive via pcr (unknown sample type and platform) performed on an unknown date. After their pcr test, the consumer indicated that they did not feel like they had covid-19 so they performed a test with the binaxnow which generated a negative result. There was no impact to the consumer as a result. No further information was reported.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000910210a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 000910210a, test base part number 195-430wjr / lot: 910210. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000910210 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2025 on a nasal sample. The consumer initially tested positive via pcr (unknown sample type and platform) performed on an unknown date. After their pcr test, the consumer indicated that they did not feel like they had covid-19 so they performed a test with the binaxnow which generated a negative result. There was no impact to the consumer as a result. No further information was reported.